Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: a customer data review could not be performed as relevant data regarding the results of assay controls, calibrators and discrepant patient samples were not provided. Quality data review: as no lot number was provided a device history record review could not be performed. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) and abbott realtime sars-cov-2 amp rgt kit, us eua (ln 09n77-095) was performed and did not identify any internal or post-production use issues related to the reported complaint. Complaint history review: a part-specific complaint history review for abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) or abbott realtime sars-cov-2 amp rgt kit, us eua (ln 09n77-095) identified additional complaint tickets related to discrepant results. However, following the review of the related discrepant result tickets, no commonality was identified which would suggest a product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (ln 09n77-090) or abbott realtime sars-cov-2 amp rgt kit, us eua (ln 09n77-095) was not identified.

Manufacturer narrative:
Complaint investigation will be performed. As lot number is unknown, date of manufacture, and expiration date have been left blank.

Event description:
Customer reported two cov-2 false positive patient results generated while running the realtime sars-cov-2 assay. On two samples, the same aliquot was split and generated a positive result on the realtime sars-cov-2 assay and a negative result on the laboratory defined assay (lda). The sample was then repeated with the realtime sars-cov-2 assay, and the repeat result was negative. Customer was not certain whether the patient sample result was reported. Multiple attempts were made to follow-up with the customer on what results were reported, but communication was not possible. There was no report of any impact to patient management.